Event description:
In the morning ward round, the blood oxygen value of the monitor was found to be 89%, and the patient was observed to breathe smoothly. The patient was immediately replaced with another ECG monitor to measure the blood oxygen saturation and the blood oxygen value was 97%. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer care solution center dispatched a field service engineer (fse) for support. The issue was resolved by the customer replacing the unspecified blood oxygen probe, which returned the device back to functionality. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
In the morning ward round, the blood oxygen value of the monitor was found to be 89%, and the patient was observed to breathe smoothly. The patient was immediately replaced with another ECG monitor to measure the blood oxygen saturation and the blood oxygen value was 97%. The device was in use on a patient. There was no report of patient or user harm.